Manufacturer narrative:
Additional narrative: a service history review was performed. The investigation of the complaint articles has shown that: service history review: lot #2165987/5209589 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 31-mar-2006. The source of the manufacture date is the release to warehouse date. Unknown combination of p/n 591.00 and lot#5209589. The service history evaluation is unconfirmed. Since the product was not returned for evaluation and the reported complaint could not be confirmed, no further investigation is required at this time, however, a review of the device history records reported that since the device was not returned for evaluation and after multiple attempts, we were unable to identify the device serial/lot number, a device history record review could not be performed. Device used in a veterinary case - no patient information will be reported. Exact date of procedure unknown. Not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a fractured femur veterinary surgery on a canine, it was observed that the motor seized up on the hand drill device while drilling the last hole for a screw. There were no delays to the planned surgical procedure as a spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.